Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain/ pelvic pain (stabbing/jolting/ aching)/ severe and persistent pelvic pain/ chronic pelvic pain/ stabbing pains/ pelvic cramping"), abdominal pain lower ("worse cramping both associated with and without my period/ cramping"), genital haemorrhage ("much heavier bleeding"), autoimmune disorder ("autoimmune disease") and tethered cord syndrome ("tethered spinal cord/ spinal bifida acolta") in a patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section in 2005, multigravida, live birth in 2002, live birth in 2005, live birth on (B)(6) 2010, miscarriage and saline infusion sonohysterography. Concurrent conditions included cough, sneezing and overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/ severe bloating"), lacrimation increased ("tearing/ tearing pain when I cough/"), the first episode of pain ("tearing/ tearing pain when I cough/ sneeze or lift things of moderate weight/ pain/ aching"), asthenia ("weakness/ full body- weakness, aching"), fatigue ("fatigue/ full body fatigue"), back pain ("lower back pain/ low back pain worsened with essure placement/ (aching, stabbing)"), headache ("worsened headaches /headaches, pressure /head pain-(aching,dizziness, extreme pressure,throbbing)") and dizziness ("dizziness"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), tethered cord syndrome (seriousness criterion medically significant), abdominal pain ("constant abdominal pain"), menorrhagia ("heavy painful periods"), ovarian cyst ("ovarian cysts"), weight increased ("weight gain"), alopecia ("hair loss"), dermal cyst ("cysts on the skin"), loss of libido ("loss of libido/low libido"), dyspareunia ("painful sex"), the second episode of pain ("over all body aches/ aches"), constipation ("worsened constipation / constipation"), dyspepsia ("heartburn"), neuralgia ("worsened nerve pains in legs hands and eyes and face"), syncope ("fainting spells"), anxiety ("anxiety"), stress ("emotional stress"), allergic to nickel/ hypersensitivity reaction to nickel/ approximately a month after implant, I began experience painful symptoms (allergic to nickel), numbness in hands and feet (hypoaesthesia), tingling, vomiting, random nausea/nausea (nausea), odor (body odor), excessive sweating with an odor/ excessive sweating (excessive sweating), joint pain/ all joints, especially the knee joints, pain, grinding (joint pain), insomnia, teeth chipping (brittle teeth), depression and mood swings. The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the abdominal pain lower and back pain was resolving, the genital haemorrhage, autoimmune disorder, abdominal distension, lacrimation increased, menorrhagia, ovarian cyst, weight increased, alopecia, dermal cyst, loss of libido, dyspareunia, the last episode of pain, asthenia, fatigue, constipation, dyspepsia, neuralgia, dizziness, syncope, anxiety, stress, allergic to nickel, hypoaesthesia, tingling, vomiting, nausea, body odor, excessive sweating joint pain, insomnia, brittle teeth, depression and mood swings outcome was unknown and the tethered cord syndrome, abdominal pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, autoimmune disorder, back pain, constipation, dermal cyst, dizziness, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, lacrimation increased, loss of libido, menorrhagia, neuralgia, ovarian cyst, pelvic pain, stress, syncope, tethered cord syndrome, weight increased, allergic to nickel, hypoaesthesia, tingling, vomiting, nausea, body odor, excessive sweating joint pain, insomnia, brittle teeth, depression and mood swings the first episode of pain and the second episode of pain to be related to essure. The reporter commented: I had just had a baby by c section and my body has been through a lot and was told to give it a good 12 months for my body to get back to normal. She was sent me home with a gallon of something to make me go to bathroom. She had tests, bloodwork and medication for pelvic pain, abdominal pain, back pain, head pain and full body pain. Current weight was (B)(6). She had taken leave from work in 2016 for chronic pelvic pain and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: tubal occlusion. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ pelvic pain (stabbing/jolting/ aching)/ severe and persistent pelvic pain/ chronic pelvic pain/ stabbing pains/ pelvic cramping') and abdominal pain lower ('worse cramping both associated with and without my period/ cramping') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2010, caesarean section in 2005, live birth in 2005, live birth in 2002, multigravida, miscarriage and saline infusion sonohysterography. Concurrent conditions included cough, sneezing and overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/ severe bloating"), lacrimation increased ("tearing/ tearing pain when I cough/"), pain ("tearing/ tearing pain when I cough/ sneeze or lift things of moderate weight/ pain/ aching"), asthenia ("weakness/ full body- weakness, aching"), fatigue ("fatigue/ full body fatigue"), back pain ("lower back pain/ low back pain worsened with essure placement/ (aching, stabbing)"), headache ("worsened headaches /headaches, pressure /head pain-(aching,dizziness, extreme pressure,throbbing)") and dizziness ("dizziness"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("much heavier bleeding"), autoimmune disorder ("autoimmune disease"), congenital spinal cord anomaly ("tethered spinal cord/ spinal bifida acolta"), abdominal pain ("constant abdominal pain"), menorrhagia ("heavy painful periods"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), dermal cyst ("cysts on the skin"), loss of libido ("loss of libido/low libido"), dyspareunia ("painful sex"), general body pain ("over all body aches/ aches"), constipation ("worsened constipation / constipation"), dyspepsia ("heartburn"), neuralgia ("worsened nerve pains in legs hands and eyes and face"), syncope ("fainting spells"), anxiety ("anxiety"), stress ("emotional stress"), mood swings ("mood swings"), depression ("depression"), tooth fracture ("teeth chipping"), insomnia ("insomnia"), arthralgia ("joint pain/ all joints, especially the knee joints, pain, grinding"), hyperhidrosis ("excessive sweating with an odor/ excessive sweating"), skin odour abnormal ("odor"), nausea ("random nausea/nausea"), vomiting ("vomiting"), paraesthesia ("tingling"), hypoaesthesia ("numbness in hands and feet"), allergy to metals ("allergic to nickel/ hypersensitivity reaction to nickel/ approximately a month after implant, I began experience painful symptoms"), carpal tunnel syndrome ("carpal tunnel syndrome"), neuropathy peripheral ("neuropathy"), nerve injury ("deterioration of nerves"), vasculitis ("vasculitis"), noninfective encephalitis ("inflammation of blood vessels in the brain"), vertigo ("vertigo") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and robotic-assisted laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the abdominal pain lower and back pain was resolving, the genital haemorrhage, autoimmune disorder, abdominal distension, lacrimation increased, pain, menorrhagia, ovarian cyst, weight increased, alopecia, dermal cyst, loss of libido, dyspareunia, general body pain, asthenia, fatigue, constipation, dyspepsia, neuralgia, dizziness, syncope, anxiety, stress, mood swings, depression, tooth fracture, insomnia, arthralgia, hyperhidrosis, skin odour abnormal, nausea, vomiting, paraesthesia, hypoaesthesia, allergy to metals, carpal tunnel syndrome, neuropathy peripheral, nerve injury, vasculitis, noninfective encephalitis, vertigo and migraine outcome was unknown and the congenital spinal cord anomaly, abdominal pain and headache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, carpal tunnel syndrome, congenital spinal cord anomaly, constipation, depression, dermal cyst, dizziness, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hyperhidrosis, hypoaesthesia, insomnia, lacrimation increased, loss of libido, menorrhagia, migraine, mood swings, nausea, nerve injury, neuralgia, neuropathy peripheral, noninfective encephalitis, ovarian cyst, pain, paraesthesia, pelvic pain, skin odour abnormal, stress, syncope, tooth fracture, vasculitis, vertigo, vomiting, weight increased and general body pain to be related to essure. The reporter commented: I had just had a baby by c section and my body has been through a lot and was told to give it a good 12 months for my body to get back to normal. She was sent me home with a gallon of something to make me go to bathroom. She had tests, bloodwork and medication for pelvic pain, abdominal pain, back pain, head pain and full body pain. Current weight was 150 lbs. She had taken leave from work in 2016 for chronic pelvic pain and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events: carpal tunnel syndrome, neuropathy, nerve damage, vasculitis, noninfective encephalitis, vertigo, migraine were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.